Manufacturer narrative:
Imdrf device code a0401 captures the investigation result of stent shaft break. The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached. The suture and positioner were not returned. A functional evaluation noted that a use of mandrel of 0.039" passed through the stent without resistance. Finally, during magnification, it was observed closely the section where the device was detached. The suture hole was in good conditions. No other problems with the device were noted. The reported event was not confirmed. Based on all the gathered information, was found that device has the stent shaft detached. Additionally, the suture was not returned, indicating that the suture was tried to be removed and stent was used. Therefore, according to the evidence, it was possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment of the stent shaft that was observed. Consequently, affects the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stent placement procedure, performed on (B)(6) 2022. During preparation, when the device was unpacked, it was found that the stent was torn. Another polaris ultra ureteral stent was used and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent shaft break.